Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a "device service required" warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on (B)(6) 2010 and performed to specification up to (B)(6) 2010. There was no history of the device performance between (B)(6) 2012, which would indicate that the pad-pak had been removed from the device during this time period. The information obtained from the device showed that on the (B)(6) 2012 the device failed a manual test due to a "shock key error". The device correctly switched to fault mode with the status indicator flashing red and the device issuing the audible warning message. Investigation confirmed there to be a fault with the device membrane. There was evidence of corrosion on the device, which were notable on the membrane tail. The corrosion would have contributed to the failure of the device membrane. Corrosion of the membrane is caused when the device has been stored in conditions outside the recommended storage conditions. The investigation could not determine what conditions the device was stored under between (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.